Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.

Manufacturer narrative:
The investigation into the log history files associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.